Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 24 degree shaft broke inside the sleeve while in the patient's joint before implanting any implants. The sales rep stated that it was the surgeon's error because he incorrectly twisted the device, causing it to break. The device was able to be removed from the patient with no debris left in the patient. The case was completed with a like-device with no patient harm or delays. The sales rep stated the device was discarded by the customer.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was discarded and not available for evaluation, therefore we cannot confirm the complaint. The surgeon twisted the device, causing it to break. The probable root cause for the reported failure is due to user technique. A non-conformance search was performed for this part (228152), lot (l668617) combination and no non-conformance's were identified. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).